Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, the customer loaded a new cartridge and resumed insulin therapy. Customer¿s blood glucose level was 197 mg/dl.